Event description:
It was reported that an ilet bionic pancreas failed to pair with a dexcom g7 continuous glucose monitor while the ilet remained in bg run mode; glucose values were visible in the ilet mobile app but not on the ilet device, and bluetooth connectivity on the ilet was confirmed. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included case review, device replacement logistics, verification of device serial information, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device and the complaint was not confirmed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.